Manufacturer narrative:
Event date is unknown in 2020. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on an unknown date, during the procedure on (B)(6) 2020, it was discovered that the pfna ancillary was distorted. The cervical-cephalic blade was next to the nail. Patient scheduled for revision on (B)(6) 2020. It was unknown if the revision surgery completed successfully. The patient outcome was unknown. Concomitant device reported: unk -screw (part# unknown; lot# unknown; quantity: unknown). This complaint involves three (3) devices. This report is for (1) reamer 11 f/pfna blade. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. G5: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h4, h6: part: 356.821, lot: u130587, manufacturing site: selzach, supplier: (B)(4). Release to warehouse date: february 22, 2011. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Picture review: narrative (pfna blade did not pass through the pfna nail and was found to be next the nail) could be confirmed from received x-rays. In addition, picture reveals that the coupling part of part 356.821 lot u130587 is broken off. The reamer for pfna blade was not returned for evaluation, therefore, the exact root cause of this breakage cannot be defined. Based on the condition of the received nail with the excessive notch at the outside next to the blade hole, the most likely root cause of the reamer breakage is that the reamer did not hit the blade hole and was therefore in very strong contact with the outside of the nail; this caused a mechanical overload by a heavy metallic contact. Product was not returned, therefore no further investigation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the procedure on (B)(6) 2020, the reamer broke. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- picture review: narrative (pfna blade did not pass through the pfna nail and was found to be next the nail) could be confirmed from provided x-rays. In addition, picture reveals that the coupling part of part# 356.821 lot# u130587 is broken off. The reamer for pfna blade was not returned for evaluation, therefore the exact root cause of this breakage cannot be defined. Based on the condition of the received nail with the excessive notch at the outside next to the blade hole the most likely root cause of the reamer breakage is that the reamer did not hit the blade hole and was therefore in very strong contact with the outside of the nail, this caused a mechanical overload by a heavy metallic contact. Product was not returned, therefore no further investigation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part: 356.821, lot: u130587, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 22.feb.2011. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event information: this ancillary had already been reported as being distorted concerning the distal locking hole, but in the case of a long nail this data was not taken into account. The ancillary was check at the beginning of the procedure by the nurse with the nail assembly correctly (checked by the surgeon too). During the procedure, no manipulation prohibited in the instructions was made. The mass was only used with the appropriate extension. The corticotomy bit was used before the auger. There was a reaming, etc. The recommended surgical technique was followed. Once the procedure was completed, the ancillary was isolated to be cleaned and sent for repair.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.